Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/12/2013 and 7/10/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging the lay user/patients one touch ping meter read inaccurately low compared to her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the alleged inaccuracy began on (B)(6) 2013 sometime in the afternoon. At an unspecified time on (B)(6) 2013 the reporter stated the patient obtained a blood glucose reading of ¿36 mg/dl¿ with the subject meter. In response to the low result, the patient reportedly took glucose tabs and ate chips, but when she retested her blood glucose 15 minutes later, she obtained another result of ¿36 mg/dl¿. The patient manages her diabetes with an insulin pump. The reporter stated the patient did not take any action in regards to her usual diabetes management in response to the alleged inaccurate low readings. The reporter claimed that the patient did not develop any symptoms during troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 2 ¿ (07/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/12/2013 and 7/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.